Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the ventricular lead during a high rate non-sustained episode. It was noted that the patient just came out of a procedure where cautery was used and that the episode occurred during the procedure. The crt-d remains in use. No patient complications have been reported as a result of this event.